Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display and cracked case near the display window corners were noted during the visual inspection. The insulin pump had a blank display due to moisture damage on the electronic assembly. Moisture damage was noted on the motor assembly. No vibrating was noted after battery installation.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the top of the battery compartment had a crack. It was also stated that the device does not vibrate right after inserting the battery. The insulin pump counted down until 3 and it was frozen. Then after couple of minutes the display was blank. The caller stated that there was no corrosion inside the battery compartment, but it may had moisture due to the crack. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.